Event description:
Healthcare professional reported an right side capsular contracture baker grade iii and "accommodation folds with minimal amount of pericapsular." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side capsular contracture baker grade unknown. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional later reported "accommodation folds with minimal amount of pericapsular fluid." Capsular contracture was a baker grade iii.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma late and capsular contracture, baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture baker grade iii and seroma.